Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will return for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. Motor was tested outside device, and it failed.